Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported having one syringe of juvéderm ultra¿ xc where the ¿product was hard to inject.¿ it was explained that ¿first during product transfer from juvederm ultra xc original syringe/needle to a tuberculin syringe.¿ packaged needle was attached to the juvéderm ultra xc syringe for transfer to the tuberculin syringe. Healthcare professional then injected the patient in the lips using the product in the tuberculin syringe and noted ¿it was difficult to inject and to push the product out.¿ the tuberculin syringe had a needle size of 31g and was 8.0mm in length. Product has been stored at room temperature and there were no injuries.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of difficult to deploy: prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported having one syringe of juvéderm ultra¿ xc where the ¿product was hard to inject.¿ it was explained that ¿first during product transfer from juvederm ultra xc original syringe/needle to a (B)(6) syringe.¿ packaged needle was attached to the juvéderm ultra xc syringe for transfer to the (B)(6) syringe. Healthcare professional then injected the patient in the lips using the product in the (B)(6) syringe and noted ¿it was difficult to inject and to push the product out.¿ the (B)(6) syringe had a needle size of 31g and was 8.0mm in length. Product has been stored at room temperature and there were no injuries.